Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device procedure, lead fracture issue was observed on the ra lead. The atrial lead was disconnected and the atrial appendage was repaired with a medical adhesive. Patient was stable.